Event description:
Additional information was received: it was reported that the patient had their battery replaced to a rechargeable battery due to normal depletion. The patient's symptoms continued after the replacement and on a second check had increased the voltage on group a by 0.5v and recommended for the patient to charge every 2 days. Upon checking the session report it seemed there was on issue with the battery charging and impedances were ok. 2 weeks ago the patient complained that they felt an electric current around their right ear when using their cell phone and when they charged the ins. Additional information was received from the rep: it was reported that there was no issue of losing battery effectiveness when going below 100%. It seemed that the patient stated there was overall loss of effectiveness from june until now. They used a recharger and stated that the electric sensation started the last 2 weeks and only occurred when using their cellphone or recharging the ins.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the impedances on electrode 9 seemed solved, or hid an intermittent open circuit. The settings on group a and b were basically the same, although at the end of the latest session the voltage of group a had been slightly increased, which was to manage symptom return. Additional information was received from the rep: it was reported that the impedance on contact 9 was normal. The first report sent the rep was in the operating room upon checking impedances at the time of the replacement, and it was corrected intraoperatively. All impedances were in the range at the time of the symptom complaint.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The event date is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there is a reduction in therapeutic effect. The patient has return of symptoms as soon as the battery drops just below the 100%. It was discussed that an activa rc is designed to give the same amount of energy whether it is charged at 100% or 25%. The activa rc was recently implanted to replace an activa pc and settings were kept the same. With the activa pc, the patient did not have any symptoms return. Lately, there was a deviation of the impedances at the activated electrodes. The session report shows that left subthalamic nucleus (stn) electrode 9, from normal impedance value with activa pc, is showing very high impedance value (monopolar 31.9k, bipolar 8/9 - 32.2k, 9/10 - 31.4k, and 9/11 - 32.0k) for the activa rc. The electrode 9 is also used for the group b.